Event description:
Following a percutaneous transluminal coronary angioplasty (ptca) with stent placement, an angio-seal device was placed in the pt's right groin. The physician reported that the pt was very active during and post the procedure. An angiogram was performed which indicated the site to be in a good location. No venous sheath was utilized. The pt, who was hypotensive, later complained of pain at the procedure site, which was also sensitive to touch. A CT scan revealed a retroperitoneal bleed which was treated with fluids and manual pressure was also applied. There was no vascular consult and no transfusion was required. The pt was reportedly doing well as of 07/20/99.